Event description:
Senseonics was made aware of an incident where user reported of receiving a low glucose alert confirmed in dms on (B)(6) 2025 4:31:49 pm. Sg at that time was 55 mg/dl, the bg was 92 mg/dl. The user did not treat as they noticed a difference in the values and did not feel symptomatic. The user was advised the user should make their hcp aware and contact hcp for any medical assistance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a low glucose event. The following example was provided: (B)(6) 2025 4:31 pm / sg: 55 mg/dl - bg: 92 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 4:21 pm user's sg was 55 mg/dl, and bg was 92 mg/dl. A review of the alert history revealed that the user received a low glucose alert at the reported time as user's sg was below 60 mg/dl. User didn't seek for medical treatment as they were not symptomatic. User's hcp was not aware of the event, user was advised to follow up with the hcp for further medical guidance.in an associated case (MFR#3009862700-2025-00752) of sensor inaccuracy, on (B)(6) 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on escalation analysis, a sensor replacement was approved due to system performance. An RMA was issued for the sensor for further investigation.sensor was returned from the field. No visual inspection anomalies or senso malfunction was observed. A review of in vivo sensor data showed optical instability around the time frame of the observed which most likely contributed to the reported inaccuracies. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body are not reproduced in the lab, such as the in vivo state of hydrogel.as part of the resolution, a sensor replacement was offered to the user. B4. Date of this report 22 october 2025. G3. Date received by the manufacturer? 22 october 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.